Event description:
The account alleged the side rail would latch in the up position, however, if the side rail was pushed on from the head end it would rotate to approximately the half way down position. No pt impact.

Manufacturer narrative:
The technician replaced the side rail to resolve the issue.